Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on with the following findings: the pump was returned with the audio bolus button torn and with the slug missing, unable to investigate function. The display was dim and letters had a red hue. (B)(6).